Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped: red pump problem. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The complaint was flagged for down stream pressure sensor (dsps) and was confirmed. During final acceptance test, the pump was going off at random times for air in lines, pump error, and wasn't picking up failure when trying to induce the failure. Internal investigation found the av flag pcba has the ball baring stuck inside of component on the board. Having this component stuck didn't register the dsps sensor while conducting the final acceptance test. Av flag pcba was replaced during investigation before redoing final acceptance test. Test had passed with no other problems or alarms. Pump will be sent to repair for all functional testing and will be reviewed for quality release.